Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Customer¿s blood glucose (bg) level was 492mg/dl. The customer did not have an alternate method of insulin therapy available. Reportedly, the customer would reach out to their healthcare provider to obtain a backup method of insulin therapy.